Event description:
This is a duplicate file, hence un-reporting rupture. Please refer mrn#: 9617229-2020-10879 for this device.

Manufacturer narrative:
Additional, changed, and/or corrected data. This is a duplicate file, hence un-reporting rupture. Please refer mrn#: 9617229-2020-10879 for this device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.